Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer treated with a pump bolus. The customer's blood glucose went down to 277 mg/dl. The customer thinks her pump is not working due to calibration error. The customer stated that she suspended her pump due to low readings so her blood glucose is high. The customer was advised to monitor and call back if further assistance is required.